Manufacturer narrative:
Of the two (2) reported events, both singe-use devices were received at the plant for evaluation. Visual inspection of each unit revealed fluid inside the bags they were returned. Further inspection revealed the cause of the leak for both samples was determined to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device at the blue winged luer cap or the flow restrictor housing. The reported condition was not verified. The units were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes 2 malfunction events. It was reported that two (2) small volume infusors leaked. The first device leaked from the blue winged luer cap and the second device leaked from the flow restrictor housing. Both events occurred before patient use. There was no patient involvement. No additional information is available.